Event description:
Had essure devices implanted in (B)(6) of 2014. Have been having abdominal pain, irregular or heavy menstruation since then, nausea, dizziness, low albumin levels, low magnesium levels, extreme fatigue and many other issues. I want these devices removed while keeping as much tissues in place do not want a hysterectomy.